Manufacturer narrative:
Refer to manufacturer report 2939204-2012-00306 for the report filed on the guidewire that broke and was removed from the patient. Refer to user facility medwatch # (B)(4) for medical device report (MDR) filed by the facility.

Event description:
It was reported that two guidewires broke inside the patient during an exam procedure, one of the guidewires was retrieved and portion of the second guidewire (subject device) remained in the patient's carotid artery. No additional information is available.